Manufacturer narrative:
H6 component code: g03001. The field service representative (fsr) inspected the analyzer and performed several troubleshooting procedures. The issue was resolved by replacing and calibrating the mixer. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service or complaint issues associated with discrepant/erratic results. A review of tracking and trending did not reveal any trends for the architect c16000 system or the aero c8k mixer. The architect c4000, c8000, and the c16000 erratic result rates were within acceptable limits with no trends identified. Additionally, labeling was reviewed and found to be adequate. The architect system operations manual (201837-115) and the architect c16000 service and support manual (201980-120), provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of list number 09d59-02 aero c8k mixer. Based on the investigation no systemic issue or deficiency of the architect c16000 system serial (B)(6) or the aero c8k mixer was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Was this device serviced by a third party? No. (B)(4). Patient identifier: multiple = (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c16000 processing module for two patients. The results provided were (customer reference range 0.7 mmol/l to 1.0 mmol/l): sid (B)(6) initial result = 2.45 mmol/l, rerun on different analyzer 0.76 mmol/l; sid (B)(6) initial result = 3.73 mmol/l, rerun on different analyzer 0.79 mmol/l. No impact to patient management was reported.